Event description:
Reportedly this pump was set up to deliver from a 60cc syringe with an epidural in the o.b. Dept. The pump was noted to have continued to run past the desired infusion amount which was 48 mls, but did not alarm at this point. The pump appeared to be continuing to run past the 48 ml mark. The pump was stopped when it alarmed, and no pt. Issues were reported.